Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to disassociation. Pt indicated the incident occurred while crossing legs.

Manufacturer narrative:
Evaluation summary: a review of the manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.